Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp slipped during positioning of the patient for a c3-4, c4-5, c5-6 laminectomy and posterior instrumentation or fusion with somatosensory evoked potentials (ssep) on (B)(6) 2020. A 1/2 inch laceration was reported on patient's scalp which resulted to 25ml of blood loss from the laceration and was closed with four (4) staples. There was a delay for 48 minutes with no adverse consequence to the patient. The patient was discharged home in good condition with normal surgical restrictions and one (1) home health visit.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The investigation of the returned device did not confirm the reported complaint . With respect to the returned unit it has passed all specific functional testing requirements when unit is properly positioned and put under pressure unit would not have slipped. The observed condition is likely caused by improperly handling of the device.the definite root cause cannot be reliably determined.

Event description:
N/a.